Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram was evaluated and identified as requiring replacement. However, replacement parts were unable to be located. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.